Event description:
It was initially reported that the patient never experienced therapeutic effect from the implantable neurostimulator (ins) following a fall. It was also reported that the patient had a loss of effect one month post implantation. No abnormal impedance measurements were seen. Subsequent information received indicated that the patient had the ins system explanted and replaced with a new ins system. Following the replacement surgery, the patient reported that they still experienced a lack of therapeutic effect. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension: model 3095-10, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6), lead: model 3093-28, lot# j0542903v, implanted: 2005 (B)(6), explanted: 2011 (B)(6), programmer: model 3031a, serial# (B)(4). (B)(4).